Manufacturer narrative:
This lead is not expected to return as it has been surgically abandoned, but remains implanted. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited high pacing thresholds and high impedances due to lead conductor fracture caused by clavicular crush. No additional adverse patient effects.